Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 264 mg/dl. The customer¿s blood glucose was 3-400 mg/dl. The customer was treated with insulin pump and shots. The customer displacement and self-tests and was passed. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.